Event description:
A user contacted the manufacturer regarding the sound abatement foam correction/removal for their bipap device. The user reported developed fungal infection; coughing; nasal/throat irritation or soreness. There was no allegation of serious or permanent harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.